Event description:
It was reported the display on the external pulse generator (epg) was cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the display lens was cracked. Analysis also found that the upper and lower cases are broken, one bail cover was broken, the battery contacts were compressed, the keyboard was damaged, the liquid crystal display (lcd) was out of specification and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the display on the external pulse generator (epg) was cracked. The epg was returned for repair. There was no patient involvement.